Manufacturer narrative:
(B)(4). Batch # l90d7m. The device was received with the 4-40 stud from the hand piece broken off inside the instrument. Further functional testing could not be performed. The broken 4-40 stud prevented the device from attaching it to the hand piece. It could not be determined why did the 4-40 stud broke off from the hand piece. The device was disassembled to inspect the internal components and the sheath of the blade was missing. Possible causes that may have contributed to the 4-40 stud breaking off of the hand piece are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the 4-40 threaded stud was broken in the scalpel during the pre-run test. New devices were used to complete the procedure. There were no adverse consequences for the patient reported.